Event description:
New information available on (B)(6) 2019 states that, the lead was explanted and replaced on (B)(6) 2019 successfully without complications. It was also noted that the lead exhibited clavicular crush.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the atrial lead impedance was low. The lead exhibited a lot of noise with isometrics and noise oversensing led to inappropriate mode switch. Loss of capture was noted on the lead. The lead was programmed off. X-ray was performed but physician did not see anything wrong with the lead. Lead revision was discussed. The patient was stable.